Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced frequent high and low blood glucose (bg) levels. The customer declined to provide any other information. Reportedly, the customer decided to "take a break" from the pump and reverted to backup insulin therapy until meeting with healthcare provider.